Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast augmentation with mentor saline implants on (B)(6) 2010 experienced a variety of symptoms. Shortly after the procedure food allergies, heart problems, joint pain, inflammation, night sweats, asthma, chest pain, blurry vision, extreme fatigue, weight gain, neck pain, shoulder pain, digestive issues, and extreme coldness in the extremities were all noted by the patient. These symptoms were said to have worsened with time. No product issue, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The root cause of the patient's symptoms is unclear. See 1645337-2019-10148 for contralateral prosthesis report.